Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a promus element mr ous 2.75 x 20mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The maximum stent profile was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and there were no issues noted. The balloon folds appeared relaxed. There was hardened medium resembling blood present in the balloon lumen. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mmx2.75mm target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation, a 2.75x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.